Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the electric dermatome on january 5, 2017 revealed that the head and control bar were damaged, a screw was missing from the handpiece, and the motor did not run. The control bar was too far back and the calibration of the unit was out of specification. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on january 5, 2017 which included replacement of the power cord assembly, power switch, ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, autoclave case, and o-ring. The electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. Post repair analysis of the electric dermatome revealed that the motor ran within specification and the control lever torque was also within specification. The control bar position was flush with the master blade and the side to side and calibration readings at all of the test positions were all within specifications. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established. Received; however, not yet evaluated.

Event description:
It was initially reported the hand piece stopped while the nurse was checking on the table before surgery. Initial inspection of the electric dermatome on (B)(6) 2017 revealed that the head and control bar were damaged, a screw was missing from the handpiece, and the motor did not run. The control bar was too far back and the calibration of the unit was out of specification.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.